Manufacturer narrative:
Exact date unknown, event occurred about three years ago. Additional suspect medical device component involved in the event: product family: scs- linear leads, upn: m365sc2218500, model: sc- 2218-50, serial: (B)(4), batch: 17590241.

Event description:
It was reported that the patient was having inadequate coverage and therefore underwent an ipg and lead replacement procedure. The patient was doing well postoperatively. The explanted ipg and percutaneous lead will not be returned.